Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. The event reportedly occurred in the nicu; therefore it is presumed the patient was a neonate.

Event description:
The customer reported that the tubing separated at the filter during an infusion of tpn to a patient in the nicu. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated at the filter was confirmed. Visual inspection confirmed that the set was separated at the engagement between the filter inlet and tubing. The root cause of the separation is due to insufficient solvent during the manufacturing process.

Event description:
The customer reported that the tubing separated at the filter during an infusion of tpn to a patient in the nicu. There was no patient harm.